Event description:
Additional information received reported that the cause for the inability to aspirate and the distal tip occlusion of black material was not known. The pump was replaced due to eri (elective replacement indicator). It was noted that the account had no further information regarding the event.

Manufacturer narrative:
H3: analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Analysis of the implantable infusion pump (s/n ngv496598h) and the implantable intrathecal catheter (s/n hg07efv08) found no anomalies. Analysis of the implantable intrathecal catheter (s/n j11768r06) found a dark residue occlusion in the dispensing holes. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the rep on 2020-sep-10. It was reported that the pump volume was 6ml according to the print out from the clinic.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: product ID: 8709, serial#: (B)(4), implanted:(B)(6) 2004, explanted: (B)(6) 2020, product type: catheter. Product ID: 8709, serial/lot #: (B)(4), ubd: 31-mar-2006, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) via a company representative (rep) regarding a patient receiving intrathecal morphine 55 mg/ml at 2.997 mg/day, baclofen 910 mcg/ml at 409.59 mcg/day, and clonidine 51 mcg/ml at 2.779 mcg/day via an implanted pump. It was asked but unknown when the event/difficulty occurred. It was reported the patient had no complaints and there were no environmental/external/patient factors that were reported. The patient had a catheter dye study and they were unable to aspirate back on (B)(6) 2020. It was noted the patient was new to the practice. The pump had been titrated down (two step wean was done). The patient¿s driver was morphine at 24.488 mg/day, baclofen at 405.16 mcg/day, and clonidine at 22.707 mcg/day. It was noted the first step reduced the driver of morphine to 20 mg/day with programming a single bolus of 140 mg over 168 hours. The second step included reducing the morphine for week two at 14.985 mg/day, baclofen 247.93 mcg/day and clonidine 13.895 mg/day. It was noted the patient would be coming back in two weeks on (B)(6) 2020. Another two step wean should be done dropping the patient to 5 mg per the hcp so replacement of the catheter and pump could be done. On (B)(6) 2020 , a bridge bolus was performed and the expected reservoir volume was 2.6 mls per the pump session report and the actual volume was 6 mls. During the pump interrogation on (B)(6) 2020, it was noted the estimated date of the pump replacement was (B)(6) 2020 (less than 14 months). On the date of this report, they replaced both the pump and catheter. It was further reported the catheter was not able to be aspirated today ((B)(6) 2020) and the distal tip was full of black material. The issue was resolved at the time of this report and the patient¿s status was ¿alive- no injury.¿ the patient¿s medical history was asked and would not be made available (legal/confidential reason). Other medications the patient was receiving included: oral baclofen (take 1 tablet every day), diazepam tablet 2mg, dilaudid tablet 2mg, dulcolax 10mg rectal suppository, hydrocodone 10 mg/acetaminophen 325 mg tablet, lactulose, ondansetron 4mg tablet, pitocin injection, relistor, simvastatin, stool softener, and vitamin b12 1,000 mcg tablet. No further complications were reported.